Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the black sheath of the schertel grasper instrument was peeling. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's insulation was damage on the main tube at the distal end. The surface of the main tube appeared to be scraped off and had deep scratch with missing material. The main tube also exhibited discoloration throughout the entire shaft. An additional observation not reported by the site was that one of the four housing snap tabs and one housing pins were broken. The housing can be removed without resistance as a result of damage. Failure analysis concluded that damage was likely due to mishandling. No other damage was found.